Event description:
It was reported that stent breakage occurred. The physician was using a 24 x 3.00mm taxus liberte stent delivery system and stent breakage occurred. The device was successfully removed. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned in two sections due to a hypotube break 36cm from the manifold strain relief. The hypotube was furthermore kinked 20mm distal to break site. This type of damage is consistent with excessive force being applied to the delivery system during attempts to cross a lesion. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent breakage occurred. The physician was using a 24 x 3.00mm taxus liberte stent delivery system and stent breakage occurred. The device was successfully removed. The procedure was completed with another of the same device and no patient complications were reported.